Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) lead exhibited poor thresholds with high capture and no sensing. The right atrium was very large and the ra lead had dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.